Manufacturer narrative:
H.6. Investigation: two samples were received by our quality team for evaluation. Catheter damage was observed on the first sample and a v-cut was observed on the second sample, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The catheter damage may be due to product manipulation and the v-cut may be due to the needle pierced through catheter. However, as the samples were returned in open packaging, the team was unable to determine the root cause of this non-conformance. CAPA#580840 was initiated. H3 other text: see h.10.

Event description:
It was reported that angiocath plus 24ga x 0.75in catheter tip was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: catheter tip damage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that angiocath plus 24ga x 0.75in catheter tip was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: catheter tip damage.